Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During use of a brite tip sheath it was reported that when the physician attempted to insert the sheath (6f/5.5cm) the distal end was frayed. The patient was a male but his age was unknown. The procedure being performed was angioplasty procedure. The target lesion was the right external iliac artery. The product was properly inspected and prepped and no anomalies were noted. It is unknown if the access site was calcified or scarred. The sheath did not kink or bend. It is unknown what type of guidewire was used. When the tip became frayed, the sheath could not be inserted. The physician believes that the difficulty inserting the sheath into the vessel caused the tip to become frayed. Therefore, he stopped using the sheath, and another sheath introducer (non-cordis) was used instead without any issues. The procedure was finished successfully. There was no reported patient injury.

Manufacturer narrative:
During use of a brite tip sheath, it was reported that when the physician attempted to insert the sheath the distal end was frayed. The procedure was an angioplasty to the right external iliac artery. The product was properly inspected and prepped and no anomalies were noted. It is unknown if the access site was calcified or scarred. The sheath did not kink or bend. It is unknown what type of guidewire was used. When the tip became frayed, the sheath could not be inserted. The physician believes that the difficulty inserting the sheath into the vessel caused the tip to become frayed. Therefore, he stopped using the sheath, and another sheath introducer was used without any issues and the procedure was finished successfully. There was no reported patient injury. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot revealed no anomalies during the manufacturing and inspection processes. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.